Event description:
It was reported that (2) tct75 were used during a thoracotomy procedure. It was reported by the rep that the surgeon attempted to fire (2) tct75 instruments. Both instruments jammed and only fired approx 1/2 cm of staple line. The surgeon completed the case by opening a third tct75 which fired properly. There was no consequence to pt.